Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it was dislodged and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. Corrected the device manufacturer information which was missing and e2 field from no to yes. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it was dislodged and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned as it was dislodged and was replaced. No additional adverse patient effects were reported.